Event description:
It was reported that the patient's device would only last for about 15 minutes before shutting off due to a battery issue. As a result, the patient was sent to the ER due to lack of oxygen. A replacement battery was sent to the patient. Even though this event is with an issue on the device battery, this report will be on the device itself. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.